Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. According to the account, the low flow events were due to hypoperfusion and hypovolemia. A direct correlation between heartmate 3 left ventricular assist system (lvas) (B)(6) and the reported events could not be conclusively determined through this investigation. It was reported that the patient was recently admitted for mesenteric ischemia. The patient had an unresponsive episode in which the ventricular assist device (vad) consistently alarmed for low flows. It was also noted the patient had an elevated lactate dehydrogenase (ldh). The submitted controller event log file contained data from (B)(6) 2021 ¿ (B)(6) 2021 and captured low flow alarms on (B)(6) 2021. Of note, pulsatility index (pi) values were elevated during the observed low flow events. The file was otherwise unremarkable, and the system appeared to operate as intended at the set speed. It was later reported that the patient was found to have mesenteric ischemia/pneumatosis due to a low flow state, and thrombus was not found. The cause of the low flows, as well as the unresponsiveness, was likely due to hypoperfusion and hypovolemia. The patient remained intubated in the intensive care unit (ICU). Surgical intervention was deferred. The patient ultimately expired on (B)(6) 2022 at home on hospice, and the device was not returned for evaluation (related manufacturer report number 2916596-2022-00540). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this IFU lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ lists hypovolemia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was recently admitted for evaluation and management for mesenteric ischemia. The patient had an unresponsive episode, in which the ventricular assist device (vad) consistently alarmed for low flows. Technical services performed a review of the log files and confirmed the low flow events occurred on (B)(6) 2021. The events began around 9:47 am and continued until the pump speed setting was adjusted from 5000 rpm to 4800 rpm at around 9:59 am. The low flow events were also paired with high pulsatility index (pi) events. It was also noted that the patient had elevated lactate dehydrogenase (ldh) levels. The patient was found to have mesenteric ischemia/pneumatosis due to low flow state and thrombus was not found. The cause of the low flows as well as the syncope/unresponsiveness was likely due to hypoperfusion and hypovolemia. The patient remained intubated on vasopressors and continuous renal replacement therapy (crrt) in the intensive care unit (ICU). Surgical intervention was deferred.